Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and six similar complaints for this lot number were found. The suspect device was returned for evaluation. A visual inspection of the returned device found it was returned in the original tray and was found in position two (engaged/ready-to-use position). Visual examination revealed that the catheter was broken at the junction between the catheter hub and cartridge, with the male luer separated and remaining within the catheter hub. No biomatter, fluid, or fluid residue was observed on the returned device. A kink was also noted in the catheter/wire assembly approximately 12 cm distal to the strain relief. The complaint was confirmed. Review of the returned device determined that the catheter/wire assembly had been returned in an assembled configuration within the original tray. The device instructions for use (IFU) instruct users to insert the catheter/wire assembly into the patient's anatomy prior to assembly to avoid device damage. The original tray is designed to house the mdu and catheter/wire assembly separately and is not intended to accommodate an assembled device. Placement of an assembled device in the tray can exert pressure on the catheter/wire assembly, potentially resulting in kinking and/or breakage. Therefore, it could not be determined whether the observed damage occurred during use or resulted from the manner in which the device was packaged for return. Based on the investigation, a root cause could be determined.

Event description:
The customer reported that during the procedure the catheter was found to be kinked and the hub was detached from the guidewing. The procedure was completed with a new product. There was no patient harm or injury reported.